Event description:
It was reported during a total hip arthroscopy, the generator made continual beeping sounds and the screen went blank. It appeared the lcd screen hung in the testing mode. There were vertical lines across the screen. The case resumed with the bovie. The bovie had been underneath at the time of the issue, but was not plugged in.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. Eval: the pulsar generator was rec'd improperly packed for shipment. Rec'd power cord but no user manual or hand piece. The unit was in poor condition with surface imperfections and splotches. The e3 errors are false-positive "split foil pad losing reliable connection" errors. Upgraded rf controller software was performed which has the following changes: no longer flags e3 error is impedance drops below 15 ohm and evaluates last 500 ms of impedance readings to calculate the impedance, rather than the last 50 ms. The unit passed final testing and was recertified for use.